Manufacturer narrative:
The conclusion field need to be corrected from (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s insertable cardiac monitor reflected noise as recorded on the patient¿s merlin.net transmission but not on the ventricular channel despite markers throughout the patient¿s device¿s electrogram. The patient was stable. The patient¿s device will continue to be monitored.